Event description:
Related manufacturer reference number:1627487-2023-04731. It was reported that the patient experienced ineffective therapy and did not charge their device as recommended, resulting in the ipg becoming unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.